Event description:
It was reported that drug leak from nfc. The drug leaked during the fluid infusion. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of an infusion set leak was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph and one video segment which depicted a 20ga safestep safety infusion set with y-site. Both the photograph and the video depicted a device that was being used to access a patient¿s implanted port. The device was being flushed in the video and a bead of fluid was visible dripping from the y-site valve. A leak was visible in the provided video; however, the cause of the leak could not be identified without examination of the physical sample. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that drug leak from nfc. The drug leaked during the fluid infusion. No other information was provided.